Event description:
Reported conflicting sars results for 1 symptomatic consumer. The consumer communicated that they received a negative result followed by a positive result 2 days later with quickvue otc testing. It was reported that the consumer incubated the swab for 5 minutes instead of 1 minute for the positive test result (user error). No confirmatory testing had been completed.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone.